Event description:
The patient's mother reported that the patient started to experience myoclonic jerks after their 3rd increase in the scheduled titration that was set. The patient was then hospitalized for the jerks when they did not resolve. The myoclonic jerks were assessed to be related to the vns, and the patient's settings were lowered. No other relevant information has been received to date.